Event description:
When removing the catheter over the wire guide, it was noted that the tip had broken off. Radiologists were unable to retrieve. The cardiologists attempted removal. Did a cut down in the patient's neck with a loop snare, and perforated the artery. The tip of the catheter has since migrated down the patient's leg and is currently blocking the vessel and cutting off circulation to the patient's leg. It should be noted that this catheter expired in 08/2001.